Event description:
Related to MFR report # 2183959-2012-00764. A bioarc sling was implanted on (B)(6) 2013. It was reported that the patient was seen at 2.5 weeks for follow up and the vaginal walls appeared white inflamed and discharge was observed. Patient treatment is pending.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.